Event description:
On (B)(6) 2014 the lay user/patient contacted lifescan (lfs) alleging that their onetouch ultramini meter displayed an ¿apply sample¿ indicator. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged issue began on (B)(6) 2014 (time not specified). The patient manages their diabetes using insulin and self-adjusts their dose, however, it is not clear what action the patient took in regards to her diabetes management after the product issue occurred. At an unspecified time that day, the patient reported experiencing symptoms of ¿dizzy, cramping and blurred vision¿. Following the onset of her symptoms, the patient reportedly administered 2 units of humalog as self-treatment. At the time of troubleshooting, the csr noted that the correct test strips were being used, but the patient¿s testing process was incorrect as ¿smeared blood on top of the test strip¿. The csr walked the patient through a re-test and was able to resolve the issue. Replacement products were sent to the patient. Although it was discovered during troubleshooting that the patient¿s test technique was incorrect and contributed to the reported meter issue, this complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury while using the product.

Manufacturer narrative:
Follow-up # 1 ¿ (11/17/2014).the patient¿s meter has been returned on 11/3/2014 and evaluated by lifescan product analysis on 11/6/2014 with the following findings:the meter passed all testing with no faults found. The reported issue could not be confirmed. A DHR (device history record) was completed on 11/04/2014 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.